Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had broken force sensor alarm. The customer¿s blood glucose level was unknown. Customer stated that pump was alarmed broken force sensor and was unable to clear alarm. Troubleshoot was performed for broken force sensor alarm. Customer states pump was not exposed to a high magnetic field. Customer states they found broken force sensor alarm in alarm and they were not able to rewind the pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.